Manufacturer narrative:
This MDR is a follow-up report to report number 3007797756-2022-00087, which did not have the product information at the time of the initial report. Multiple valves (and multiple product models) were used in the one procedure, and consequently multiple mdrs are being submitted for a single event. Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
In 2016, the patient was treated as part of a study with non-pulmonx products in the left upper lobe. On (B)(6) 2022, the patient had six zephyr endobronchial valves (ebvs) implanted into their right upper and right middle lobes. Immediately following the procedure, the patient developed a pneumothorax and a chest tube was placed. The patient was discharged on (B)(6) 2022. On (B)(6) 2022, the patient felt a "pop", had shortness of breath, and went to the emergency room. The patient was admitted, and a new chest tube was placed. The patient was stable and improved with chest drain on suction. On (B)(6) 2022, the patient experienced sudden onset chest pain and had abnormal vitals. Evaluation of the chest drain showed good leak/bubbling in chamber. Chest x-ray showed no worsening on the pneumothorax; in fact, the pneumothorax was less. Oxygen flow was increased and patient was sent to the ICU. The patient's condition worsened and cpk and EKG were done that showed acute myocardial infarction. The cath lab was being activated when the patient arrested. Despite a 45-minute code, there was no return to spontaneous circulation (rosc) and the patient was pronounced dead. The physician's narrative on the cause of death: the cause of death was st segment elevation myocardial infarction (stemi), coronary artery disease, plaque formation (per the death certificate). It is my opinion that the death was unlikely to be directly related to the zephyr valves.